Manufacturer narrative:
Correction: section h6 - device code should have been 3283-wireless communication problem instead of 3190-insufficient information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient's ipg was replaced due to the depletion of the ipg. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.